Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and multiple button alarms. The customer stretched out the tubing which resolved the occlusion alarm. After speaking to tandem technical support, the customer thought that the pump case may have been positioned off kilter and was inadvertently pressing on the wake button. The customer's blood glucose (bg) level was 317 mg/dl and a bolus via the pump was used to address the high bg level.